Manufacturer narrative:
The companies production webtrader account took 24 days to create due to our fei not being included in the test database. This resulted in a delayed filing of this first MDR. The help ticket is included as an attachment.

Event description:
During an adolescent scoliosis procedure done on t4-l3, the navigation of the nview s1 was inaccurate. The surgeon had to correct 3 out of 18 screws (t4 left, t5 left, t6 left) during the procedure. The screw mispositions were identified in the verification image taken by the nview s1. T4 left was replaced with a hook and t5 left and t6 left were removed. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.